Manufacturer narrative:
Concomitant medical products: zimmer (B)(4): allofit alloclassic shell 52/I I, item#: 4245, lot#: 2214665. Zimmer (B)(4): cls® spotorno®, stem, 135°, uncemented, 10.0, taper 12/14, item#: 29.00.39-100, lot#: 2218074 zimmer inc.: metasul head 28/+4. The device is manufactured by zimmer inc, (B)(4) and will be reported under case number cmp-(B)(4). The report number is currently unknown as the report is not yet submitted. Trend analysis: no trend considering the following event is identified: revision due to infection. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: patient received the primary tha (allofit shell 52/ii, metasul alpha insert ii/28, metasul head 28/+4 ((B)(4) design, cmp-(B)(4)), cls stem 135) for left hip on (B)(6) 2004 and underwent a revision surgery on (B)(6) 2004 due to infection. All the implants were revised except the stem. Review of received data: primary implantation surgery notes dated (B)(6) 2004: products implanted: allofit shell 52/ii, metasul alpha insert ii/28, metasul head 28/+4 ((B)(4) design, cmp-(B)(4)), cls stem 135. No suspicious events observed during the surgery that might have led to the infection. Revision surgery notes dated (B)(6) 2004: one-stage revision of left tha due to infection. Products removed: allofit shell 52/ii, metasul alpha insert ii/28, metasul head 28/+4. The cls stem 135 was explanted, sterilized, and re-implanted. New products implanted: allofit shell 54/jj, metasul alpha insert jj/28, metasul head 28/+4 ((B)(4) design, cmp-(B)(4)). Tissue samples were sent for examination. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet sterilization certificates of the implants were reviewed and confirmed to be conforming to the respective sterilization specifications. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-(B)(4) the following reports are associated with this event:0009613350-2017-01370, 0009613350-2017-01373.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul, alpha insert, ii/28 on the left side on (B)(6) 2004 and the patient underwent revision surgery on (B)(6) 2004 due to infection and loosening.